Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 11. On (B)(6) 2025, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.